Manufacturer narrative:
(B)(4). Initial reporter exceeds character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during use, the vasoview hemopro 2 catheter handle became very hot to the touch. Temperature on generator was lowered from 3 to 2, and issue persisted. Device was working properly for at least the first 10 minutes of vein harvesting. Once it started having issues, it would only work for a couple of seconds after troubleshooting. The device was removed and a new device was used to complete procedure. No components detached. There was no patient injury noted.

Event description:
N/a.

Manufacturer narrative:
(B)(4). A lot number was not reported. A ship history was performed to acquire the last 3 recent lots that were shipped to the event site. No lot numbers were found within the time frame. Therefore, no lot history record review can be performed.